Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("more painful menstrual bleeding") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (four pregnancies), parity 2, hypothyreosis and obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), insomnia ("difficulties to sleep") and muscle spasms ("cramps on feet"). The patient was treated with surgery (fallopian tubes and essure removal performed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, feeling abnormal, insomnia and muscle spasms outcome was unknown. The reporter considered dysmenorrhoea, feeling abnormal, insomnia and muscle spasms to be unrelated to essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 9-may-2019: quality-safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("more painful menstrual bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (four pregnancies), parity 2, hypothyreosis and obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), insomnia ("difficulties to sleep") and muscle spasms ("cramps on feet"). The patient was treated with surgery (fallopian tubes and essure removal performed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, feeling abnormal, insomnia and muscle spasms outcome was unknown. The reporter considered dysmenorrhoea, feeling abnormal, insomnia and muscle spasms to be unrelated to essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. We received a returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.